Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) replacement procedure, high out-of-range shock impedance was found on this right ventricular (rv) lead by internal measurements. The impedance was within range in proximal-distal coil configuration and in distal-coil. X-ray images showed a visible lead fracture in the proximal lead position. Pacing and sense connection showed stable impedance and good sensing but high pacing threshold. Maneuvers did not evoke any artifacts. The physician decided to keep the therapy on in single coil configuration being aware of possible inappropriate therapy/pacing or ineffective one. Crt-d pacing was set on left ventricular (lv) lead only. Revision of the entire system was suggested to guarantee a proper therapy. The patient will be evaluated in the following weeks to consider a possible revision and a new lead insertion taking into consideration the whole patient's clinical condition. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) replacement procedure, high out-of-range shock impedance was found on this right ventricular (rv) lead by internal measurements. The impedance was within range in proximal-distal coil configuration and in distal-coil. X-ray images showed a visible lead fracture in the proximal lead position. Pacing and sense connection showed stable impedance and good sensing but high pacing threshold. Maneuvers did not evoke any artifacts. The physician decided to keep the therapy on in single coil configuration being aware of possible inappropriate therapy/pacing or ineffective one. Crt-d pacing was set on left ventricular (lv) lead only. Revision of the entire system was suggested to guarantee a proper therapy. The patient will be evaluated in the following weeks to consider a possible revision and a new lead insertion taking into consideration the whole patient's clinical condition. No adverse patient effects were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.